Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issues. Physio downloaded the electronic records from the event for review.  Physio confirmed that the medic did not place the device into sync mode prior to the attempt to provide a synchronized shock to the patient.  The device was in asynchronous mode throughout the event.  Additionally, physio observed that the medic had charged the device appropriately, however, instead of pressing the shock button in order to deliver the energy, the medic pressed the energy up button which dumped the charge internally. As a result, physio determined that the cause of the reported failure to shock was use error. Nine (9) seconds after the charge was dumped, the medic successfully charged the device and delivered a 100 joule shock to the patient.  In all, the medic successfully delivered four (4) shocks to the patient during the event.  There were no indications that the energy was not delivered, as alleged by the customer. Within the same electronic records, physio did confirm that the device powered off multiple times; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while attempting to treat a patient their device powered off by itself multiple times.  The customer also stated that medical personnel on scene were concerned that the device did not deliver defibrillation shocks when prompted.  The patient, a (B)(6) year-old male, was unconscious with a pulse and his heart rhythm was in ventricular tachycardia.  The patient had been down for an unknown period of time prior to medical personnel arriving on scene.  The medic attending to the patient connected him to their device and attempted to deliver a synchronized shock, however, the medic advised that it did not appear that the shock was delivered. The customer (reporter) stated that it did not appear that the medic had placed the device into sync mode prior to attempting the synchronized shock.  The customer advised that the medical personnel on scene were concerned that the device may have failed to shock the patient multiple times during the event.  En route to the hospital, and towards the end of the event, the customer advised that their device powered off by itself multiple times.  A backup device was available; however, medical personnel did not use the backup device because they were in close proximity to the hospital. The patient was delivered to a local hospital's ER with a pulse.  The patients outcome is unknown.